Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. Visual inspection has been performed on the sensor tail, no failure modes were observed. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. An extended investigation has been performed. Visual inspection performed on the returned sensor and no issue was observed. Extracted data from the returned sensor using approved software. The returned sensor was de-cased. An internal visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Returned sensor was scanned and connected to debug application to receive first 5 ble (bluetooth) packets and the 5 ble packets were appeared on the app screen after waiting for few minutes. The passing of accuracy testing (smu) and generation of 5 ble packets indicates that there was no missing high or low glucose issue with the sensor, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with reader. The high/low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced nausea and a loss of consciousness. The customer reported that they required treatment of insulin (dose/type unspecified) by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with reader. The high/low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced nausea and a loss of consciousness. The customer reported that they required treatment of insulin (dose/type unspecified) by a healthcare professional. There was no report of death or permanent impairment associated with this event.